Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a 32 year old male patient presenting with cardiomyopathy. During support, the impella pump continued to interact with the mitral valve, for which repositioning was completed to resolve the issue each time. Despite efforts to reposition, the patient's mitral valve was damaged. The pump was removed and repair to the valve was completed.

Manufacturer narrative:
The investigation into the heart valve damage has been completed since the original report was filed. The impella device was returned for benchtop analysis and the clinical evaluation revealed that the improper positioning of the device caused the unique patient¿s anatomy was the most likely cause of the heart valve damage. The failure mode will be monitored and trended. Heart valve damage IFU quotes: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿